Event description:
It was reported the customer was in a vehicular accident due to low blood glucose. The customer also stated they were on insulin pump therapy during the time of their accident. However, the customer stated the accident was not caused by the insulin pump. Customer also reported having blood at site with their sensor. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.